Event description:
This device turn itself off. This occurred during biomed testing several times. Although baxter attempted to obtain information, details were not available regarding additional contact information or pump programming. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.